Event description:
It was reported that the motor device was not working. During in-house engineering evaluation, it was discovered that the motor device had low rotations per minute (rpm). It was not reported that the malfunction occurred during surgery. There were no delays to a scheduled surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device was running with low rotations per minute. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.